Manufacturer narrative:
A pump was returned to covidien/medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of maintenance, a ht50 ventilator generated an abnormal noise immediately before the first pressure rose up. The ventilator was not in use on a patient at the time of the reported event. The pump assembly was replaced and the problem was resolved.